Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the avea ventilator's user interface module (uim) is freezing up, nothing is responding and unable to calibrate the screen. There is no patient involvement in this reported event.